Event description:
A coordinator reported fibers retained in the eye an in unknown quantity of eye procedures noted post operatively. Additional information was requested for this report. No updates have been received.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported for this custom pak lot. A review of the device history record indicates that the order was built to specification. A product sample has not been returned for evaluation. The root cause of the customer's complaint is not known. (B)(4).